Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.a return material authorization (RMA) was issued for the sensor to be returned to senseonics for investigation. However, the RMA was never received. A review of the user's data in data management system (dms) showed that the user's high glucose alert level was 200 mg/dl and low glucose alert level was set at 70 mg/dl. Upon review of the reported event at 8 pm cet on august 7, 2021, it was observed that the sensor reading was actually 140 mg/dl at 8 pm cet, which was within target range set by the user. In addition, the reported bg value of 95 mg/dl was not entered into the system as calibration/additional calibration. Since there was no calibration entry of 95 mg/dl at 8 pm cet, it could not be confirmed if there was any malfunction of the system.

Event description:
Senseonics was made aware of an incident where patient reported a false hypoglycemia event. Blood glucose (bg) was 95mg/dl where as the eversense xl cgm system displayed "lo" which means less then 40 mg/dl. Patient did not have any symptoms as the blood glucose was in normal range.